Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was no insulin seen exiting the tubing after the customer loaded the cartridge with 480 units of insulin. Reportedly, the tubing had been filled with 27 units of insulin and no drops of insulin was seen. Customer was able to load a new cartridge and infusion set. In addition it was reported that the pump became frozen on the "prepare for fill" screen, and the customer was unable to clear it. During troubleshooting with tandem technical support the screen was able to be cleared. Customer had elevated blood glucose levels (250 mg/dl). Customer delivered a bolus to stabilize blood glucose levels.